Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause was not determined. A sample was not provided by the customer. A possible reason for the elevated ft3 result could be an interfering factor to the idiotype of the assay antibody. No further patient data was provided and it is unknown why the determination was performed. Generally single falsely high ft3 results may lead to unnecessary examinations or verification. No adverse events were reported in this case.

Event description:
The customer received questionable free triiodothyronine (ft3) results for one patient sample when tested on a cobas 6000 e601 analyzer (serial unknown). The patient's free thyroxine (ft4) and thyrotropin (tsh) results were normal (specific values were not provided). The initial ft3 result was >50 pmol/l. The sample was repeated on an elecsys 2010 (serial number unknown) and recovered the same result. This result did not fit the patient's clinical picture. The sample was repeated on an abbott architect and the ft3 result was 7.0 pmol/l. It is unknown which results were reported outside the laboratory. No adverse events were reported.